Event description:
Laser probe handed off to the field."do not recognize this probe", error message occurred after probe was connected to the laser. Laser probe taken off field and another opened, which worked.